Event description:
Reporter stated that patient obtained a blood glucose result of >200 mg/dl, while using the suspect device. Reporter stated that because the patient was not feeling well, they summoned emergency medical services. Reporter indicated that, upon paramedics' arrival, patient was treated with dextrose (unknown if patient's blood glucose was measured), and was transported to the hospital for additional treatment. Patient's blood glucose reportedly measured 40mg/dl and 89mg/dl (time duration between readings was not provided), once hospitalized. Reporter did not note the date of patient's release from the hospital. Patient's current condition, on hemodialysis, recent stroke, and amputee. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device; however, reporter was unable to locate the product. Replacement product was shipped.